Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and dislodgment occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 3.0 x 16mm promus stent was first implanted in the proximal to mid lad. A 12 x 3.50 promus premier drug-eluting stent was then advanced to overlap the proximal end of the previously implanted 3.0 x 16mm promus stent. However, upon reaching the lad, it was noted that both ends of the 12 x 3.50 promus premier stent were flared and could not overlap the first stent. During withdrawal of the second stent, resistance was encountered and the stent came off the stent delivery system (sds) and remained in the proximal lad on the guide wire. The sds could no longer re-enter the dislodged stent. Subsequently, a 1.5mm balloon was advanced to capture and retrieve the dislodged stent; however, the balloon would not re-enter the guide catheter upon withdrawal. The physician then used the 1.5mm balloon to push the dislodged stent instead into the lad and deploy it in the ideal overlapping position. Bigger balloons were then sequentially used to deploy the stent to 3.5mm and the two stents were post-dilated. The procedure was completed with no patient complications reported and the final result was very good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination found that the stent had detached from the device and was not returned. The stent was not returned for analysis. The bumper tip of the device showed no signs of damage. The balloon cone profiles and balloon main body were reviewed and analysis suggests that the balloon was subjected to slight positive pressure. The balloon wings were opened out from their folded positions. The stent was found to have detached; however, crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found a hypotube break located at 508 mm from the hub. The hypotube was kinked at 310 mm from the hub. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and dislodgment occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 3.0 x 16mm promus stent was first implanted in the proximal to mid lad. A 12 x 3.50 promus premier drug-eluting stent was then advanced to overlap the proximal end of the previously implanted 3.0 x 16mm promus stent. However, upon reaching the lad, it was noted that both ends of the 12 x 3.50 promus premier stent were flared and could not overlap the first stent. During withdrawal of the second stent, resistance was encountered and the stent came off the stent delivery system (sds) and remained in the proximal lad on the guide wire. The sds could no longer re-enter the dislodged stent. Subsequently, a 1.5mm balloon was advanced to capture and retrieve the dislodged stent; however, the balloon would not re-enter the guide catheter upon withdrawal. The physician then used the 1.5mm balloon to push the dislodged stent instead into the lad and deploy it in the ideal overlapping position. Bigger balloons were then sequentially used to deploy the stent to 3.5mm and the two stents were post-dilated. The procedure was completed with no patient complications reported and the final result was very good.